Event description:
The patient underwent placement of the bard medi-port. The operative report states: after adequate drying time in deep trendelenburg, the left subclavian vein was easily cannulated. The guide was advanced central location confirmed by fluoroscopy. The guidewire was confirmed in the central location. The patient was taken out of trendelenburg and soft tissue pocket was created on the chest wall to harbor the port, introducer was placed over the wire. The wire was removed. The catheter placed into the introducer in a standard fashion. Central location position was confirmed by fluoroscopy. Catheter was cut for appropriate length and placed in port locking cap mechanism aspirating heparinized saline flush. I assured that the catheter was appropriately positioned, and the cap was then placed without mushrooming or cracking. The port was placed in the pocket and sutured to pectoralis fascia with prolene sutures times two. Soft injection was heparin locked and fluoroscopy again showed good positioning. One month later: interventional radiology (ir): patient status post left chest port for chemotherapy for breast cancer. The port was found to be dysfunctional today at the outpatient md office and the patient was sent to ir dept today for fluoroscopic evaluation of the port. Chest radiography shows disconnection of the port and port catheter with embolization of the port catheter into the right heart. ...recommended that the port catheter be removed to avoid the risk of arrhythmia... We will proceed with foreign body retrieval. Ir procedural notes: through the 11 french sheath, a superior venacavogram was performed demonstrating patency of the superior vena cava with free floating catheter in the superior vena cava and right heart. Under fluoroscopic guidance through the 11 french sheath, a 20 mm loops and air was advanced and attempt was made to engage the proximal tip of the port catheter. This was unsuccessful. Next a 35 mm ensnare device was then used to engage the port catheter and ultimately, the port catheter was pulled under fluoroscopic guidance from the vasculature through this sheath and out of the body. Fluoroscopically demonstrated complete removal of the port catheter. Follow-up superior venacavogram demonstrates normal appearance of the superior vena cava; no residual catheter fragments. Impression: successful foreign body retrieval of dislodged port catheter within the superior vena cava and right heart. No complications. History and physical: on [date redacted], she had needle localized right breast lumpectomy, re-excision of primary tumor site, right sentinel lymph node biopsy and left subclavian low-profile port catheter placement. She had no issues at the time of surgery. Her immediately postop chest x-ray showed appropriately positioned port with connection to the port itself and appropriately tip in the superior vena cava. Apparently at some point, the patient postop had an attempt to use the port, it was unsuccessful. She had funny discomfort in her chest for some time before that. Ultimately, an x-ray was obtained. I believe it was actually a CT which showed the catheter had embolized into her right heart. She was sent to the interventional radiologist, who did a jugular approach and extracted the catheter; however, the port device still is retained subcutaneously on the left chest wall. She comes to me with resolution of those acute symptoms in need of a new port catheter placement. She said md offered to remove the entire port and placed the new one she deferred to my care at her request. The patient is basically symptom free, but is in need of a port for her chemotherapy. I discussed the complication of most likely of fracturing of the catheter and embolization. She did not want to use this type of device again, so we offered her the option of a powerport. I told her she has a minor erythema of the incision on the left, so to avoid any risk of infection, we would do a right-sided either subclavian or jugular powerport and remove the balance of the port on the left side. Plan: removal of balance of the port on the left and a powerport on the right. Operative report (re: port removal): attention was then turned to the left side. The old scar was excised and the port was removed in toto. When I opened the pocket, the port was in place and the plastic cap was over the stub of the port with a short piece of the plastic white catheter still attached to the port catheter hub itself. The catheter was removed in toto and ultimately sent for gross ID pathologic examination. There were no complications.